Manufacturer narrative:
No pt involved in this concern. The initial report was rec'd on 11/01/2010 and found to be a non-reportable malfunction based on the information available. This failure mode was determined to be reportable based on information rec'd on 05/16/2011. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. Device manufacture date was unknown at the time of this retrospective report. The returned device showed signs of wear with a rounded tip. The device malfunction was related to user handling and directly related to the reported event. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic representative reported that the spine clamp driver is broken. There was no patient present. The alleged malfunction may not be noticed during setup, and had the potential to cause pt harm if the instrument was used during surgery due to inability to secure the frame.